Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module alarmed that the bag of lactated ringers has been completed. The patient was on fluid restrictions and pump set at ¿3¿ (to keep the vein open or ¿tko¿). The clinician programmed the volume to be infused at 50ml, and kept rate at 3ml/hr. A couple minutes later, the nurse noticed the pump module was running ¿very quickly.¿ there was patient involvement but no harm.